Event description:
The pt experienced a possible device site infection. Treatment with antibiotics produced "mixed results." Device explant was considered. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).